Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla guide extension catheter in two pieces. Microscopic and tactile examination of the distal shaft/hypotube found no irregularities or defects. Microscopic examination revealed a full separation at the collar/proximal location. A .057¿ tooling qualified mandrel was inserted through the collar with no resistance. Microscopic and tactile examination of the polytetrafluoroethylen (ptfe) found no irregularities or defects. The inner diameter (ID) of the guidezilla was measured at the distal tip using a calibrated pin gauge set. The ID at was 0.057¿, meeting specifications. Microscopic inspection revealed tip damage. Functional testing could not be completed due to the condition of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion is located in the mid to distal right coronary artery (rca). A guidezilla¿ was selected for use. During pre dilatation, an unspecified balloon was unable to cross the lesion. A guidezilla¿ was used and it was able to cross the lesion. The physician tried to advance and retract the device several times but it could not advance any further. The device was removed from the patient. Upon removal of the guidezilla¿ through the y-connector, it was noted that the shaft separated from the catheter with no resistance. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion is located in the mid to distal right coronary artery (rca). A guidezilla was selected for use. During pre dilatation, an unspecified balloon was unable to cross the lesion. A guidezilla was used and it was able to cross the lesion. The physician tried to advance and retract the device several times but it could not advance any further. The device was removed from the patient. Upon removal of the guidezilla through the y-connector, it was noted that the shaft separated from the catheter with no resistance. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.